Event description:
While attempting to defibrillate a patient the device did not discharge. Complainant indicated that the clinician was able to obtain another device to continue treating the patient. Complainant indicated that the reported malfunction was not duplicated. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.